Event description:
As a journalist concerned about the safety of medical products, I would like to report a serious health incident resulting from the purchase of an oxygen concentrator on the amazon platform. A patient, who was undergoing post-hospitalization rehabilitation, bought an oxygen concentrator through the amazon platform. The purchase link is https://www.amazon.com/dp/b0cp9ttyq3. However, after using this oxygen concentrator, the patient experienced shortness of breath on the same day and had to be readmitted to the hospital the next day. Upon investigation, it was found that the oxygen concentrator did not meet the standards for medical treatment, yet it was marketed on the amazon platform with the claim of therapeutic purposes. We believe that this behavior not only seriously violates relevant regulations but also poses a significant threat to consumer health and safety. For patients who are in the process of recovery or require medical care, the use of such non-compliant products can worsen their condition and even endanger their lives. Given the severity of such incidents, we earnestly request the FDA to take immediate action and conduct a thorough investigation into both the oxygen concentrator and its seller. Furthermore, we hope that the FDA will strengthen its regulatory oversight of the sale of medical products on e-commerce platforms such as amazon, ensuring that all listed products comply with relevant regulations to safeguard the rights and life safety of consumers. We are well aware of the crucial responsibility that the FDA bears in protecting public health, and we trust that you will give this matter the utmost attention.